Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient received inappropriate therapy after the lead dislodged. The lead was explanted and replaced. The patient was noted to be in stable condition.